Event description:
Case date: (B)(6) 2015. Post op case films indicate appropriate placement of concorde bullet implant. Post operative film is included in report submission. Patient reports to ER, films indicate cage has retropulsed into the canal. Surgeon notified rep of reportable event on 5/19/2015. Films showing migrated cage included in report submission.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.